Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that according to the patient the personal therapy manager showed the pump went empty on (B)(6)2017. It was unknown what the cause of the empty pump was. The pump was refilled and there still was some medication in the reservoir but only a very minor amount. It was reported that the empty pump had been resolved. The patient had their original pump implanted in (B)(6) of 2008 and then had a battery change (believed to mean replacement) in (B)(6) of 2014. The patient was being treated for midthoracic pain, and the patient gave a history of having had a spinal cord infarction in (B)(6) of 2005. The patient reported the intrathecal pump appeared to make them sleepy. The patient requested their hcp decrease the setting on their pump. The patient reported they use their personal therapy manager as needed and used it minimally. The patient also had fentora (fentanyl) tablets occasionally. The patient reported to the hcp that the change to their pump did not work for them. The patient had a bad episode of increased pain where he needed to take a lot of short-acting medications. The patient believed that the personal therapy manager (ptm) did not need 3 doses a day. At the next office visit the patient reported they had 2 episodes of very severe increased pain. It was reported the pain had radiated into the patient's legs. The patient also told the hcp they had pain in their feet, testicles, and upper extremities. It was reported that with the pain comes a tingling sensation which can be very intense during extreme pain. The patient reported to the hcp that they recently started to develop. They are currently taking at 50mg once during the day. The patient felt some of the burning pain had been reduced. The patient was doing recently while in the current medication regimen. The patient reported to the hcp they were using the actiq as needed (usually 3 times per day). The patient considered moving to (B)(6) and wondered if the pump refill could be extended to six months, and also if they wondered if the actiq could be reduced as they do not have it in (B)(6). At the next office visit the patient reported the had increased pain as of late. The patient had been follow by the plastic surgery team for a history of decubitus ulcers. They had been planning reconstructive surgery. The surgery would require the patient to be in a bed for 12 weeks after the procedure. The surgeon cancelled because they felt the patient needed better pain control in order to handle the postoperative period. The patient reported to the hcp the actiq helped but is very short lasting. The surgeon also cancelled because they thought any movement during the recovery period would hamper the possibility of the muscle flap having to heal adequately. The patient reported to the hcp that surgeons in (B)(6) evaluated them and decided the procedure was extremely dangerous and complicated. It was also reported the patient appeared to have extension of their spinal cord atrophy which had extended up to the t2 level. This resulted in significant muscle weakness of the upper extremity. At a refill on (B)(6)2016 the patient reported to the hcp that they had been reasonably stable. At a refill on (B)(6)2016 the patient reported numbness in legs. The concentration of bupivacaine was lowered. At a refill on (B)(6)2016 the patient reported a burning sensation in their feet. At a refill on (B)(6)2016 the patient reported their bedsore had been healing slowly. The patient reported that the use of the ptm had been helpful but not adequate. At a refill on (B)(6)2017 the patient reported that they still had burning in the feet and increased pain during the winter time. Additionally the patient reported that the bupivacaine appeared to have not been very beneficial. The patient requested that the bupivacaine be removed at the next refill. At a refill on (B)(6)2017 the patient reported they've had alot of problems with their pain issues. He reports that the intrathecal pump had not been adequate. The patient had a large decubitus ulcer. The patient had surgery for the ulcer. The patient had a wound vac in place, and had wound dressing changes on a regular basis. It appeared the wound had been healing gradually. At a refill on (B)(6)2017 the patient reported they had a lot of spasms in the abdomen. The patient's wound in their sacral area had been healing very slowly. The medications given to the patient had been helpful but not adequate. At a refill on (B)(6)2017 the patient reported they were concerned about their wife. She had been having pain issues, and the patient was concerned she will leave him as it had become difficult to care for the patient. It was reported the patient had allergies to some medications including: erythromycin (unspecified reaction), lamictal causes them a rash, oxycodone hcl (unspecified reaction), trazodone hcl (unspecified reaction), valium (unspecified reaction), vancomycin hcl (unspecified reaction).the patient also had allergies to iodine, latex and tape. The patient's medical history included an unspecified type of arthritis, and a degenerative bone disease. It was reported the patient's father had diabetes that started at an unspecified age. It was reported the patient had been having sleeping problems, swelling in the legs and ankles, joint limitations, joint stiffness, joint pain, back pain, loss of bladder and bowel control, anxiety, feeling sad more than usual. The patient's blood pressure was 122/76, pulse was 70bpm, height was 68in, and their weight was (B)(6), and body mass index was 34.2kg/m2. The patient appeared well developed, well groomed, and well nourished, was in no acute or chronic distress. The patient's pain scale with activity was an 8. The patient had a scar from a tracheostomy, and a peg tube was located in the left upper quadrant. It was reported the patient was in a wheelchair. The patient had an absence of light touch perception from t4 on distally. It was reported the patient is paralyzed at the t4 level. At the time of the report the patient was receiving 30mg/ml hydromorphone, 400mcg/ml clonidine, and 15mg/ml bupivacaine. The patient has a medical history of arterial thrombosis of the spinal cord, central pain syndrome, low back pain, and radiculopathy in the lumbar region. No further complications were anticipated/reported. The pump medication concentration was changed multiple times. The first noted change was (B)(6)2015, 30mg/ml dilaudid, 400mcg/ml clonidine, 30mg/ml bupivacaine. The second noted change was 30mg/ml dilaudid, 400mcg/ml clonidine, 15mg/ml bupivacaine. The third noted change was 15mg/ml dilaudid, 350mcg/ml clonidine, and 25mg/ml bupivacaine. Concomitant medications include: 1,200mcg fentanyl citrate lollipop (prescribed multiple times since(B)(6)2015), amitiza (lubiprostone 24mcg capsule) 1 capsule by mouth for 90 days, baclofen (20mg tablet0 1 tablet by mouth 90 days, bactroban nasal (mupirocin calcium 2% ointment) small amount into both nostrils for 5 days, clonazepam (2mg tablet) 1 tablet by mouth for 15 days, coumadin (5mg) by mouth, detrol la (4mg) by mouth, ditropan xl (10mg) by mouth, hydromorphone (4mg tablet) 1 tablet by mouth for 30 days, lopid (600mg) by mouth, lyrica (pregabalin 200mg capsule) 1 capsule by mouth for 90 days, paxil (30mg) by mouth, prevacid (30mg) by mouth.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for an unknown indication for use. It was reported that the hcp reported ptm (personal therapy manager) 9286. The tss (technical service specialist) reviewed that there was no 9286 code on the ptm. The tss reviewed that the patient may have seen an 8286 code instead which would mean the pump was empty. The hcp stated that they believed it was the 8286 code and that the pump was empty. The hcp stated that they would be bringing in the patient to have their pump filled and that the patient was to follow up with the hcp. There were no reported symptoms. No further complications were reported/anticipated.